Event description:
It was reported that the ilet user experienced prolonged hyperglycemia and had ceased automated dosing for approximately twelve hours, then administered manual insulin. The user indicated a possible occlusion and described forcing drops through the tubing with a syringe and reusing cartridges for up to ten days, which are practices that can lead to infusion occlusions and impaired insulin delivery in the infusion set and cartridge of the ilet system. Symptoms included hyperglycemia reaching 401mg/dl. Outcomes included no change in condition at the time of the call and no hospitalization. Investigation included troubleshooting and education. Investigation of this case revealed user handling inconsistent with instructions, including reuse of cartridges and nonstandard occlusion checks, which are associated with insulin flow obstruction and occlusion alarms in the infusion set and cartridge. It was concluded, based on previously established findings for similar reports, that the cause was user technique and maintenance issues.